Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 300 mg/dl. The customer disconnected from the pump and used a non-tandem pump to manage diabetes. As the customer had begun the load process prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined. The customer indicated that all the pump supplies were to be changed.